Event description:
Patient has IV antibiotics, vancomycin in an IV bag - when connected to the secondary tubing to run on the alaris pump, need to remove bag to replace with next dose and the spike does not come out of the bag, the plastic port where the spike is inserted breaks off from the bag and we have to replace tubing.